Event description:
The device was used during a thoraco bullectomy. Reportedly, after firing the staple would not form properly. Used another device to finish the procedure. No pt injury was reported.